Event description:
Tpn fluid was hung and running on pt. A piece of matter resembling an insect or twig observed in the tubing by a family member. The tpn solution was prepared using another MFR's fluid and compounder. MFR's tubing was used to administer the fluid. However, the tpn had been running for a while so the fluid itself is suspect. Piece of tubing containing the particle has been kept. All other parts were discarded. (Also see 1008693, 1008696, 1008697).